Event description:
It was reported by service report that the head right siderail was stuck in the down position and would not move in or out. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent glide rods.